Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The trocar was not broken but the seal is torn. They completed the procedure with a second trocar due to insufflation issues. There is no other information other than the housing and the sleeve are intact. They will not be releasing the product for an analysis.